Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level resulting in an ambulance coming to verify customer was in stable condition. Bg cause was not known. Customer declined to provide further information or undergo troubleshooting for the event.